Event description:
It was reported that the pump was explanted due to an infection of the pocket. It was also noted that there were no patient symptoms or injuries related to this event. The drug used in this system was unknown.

Event description:
Additional information: per the hcp the test of the culture was negative (no infection found).

Manufacturer narrative:
(B)(4).